Event description:
The patient experienced a loss of therapeutic effect. Her settings were at the maximum and indicated that the device was not working. The patient was exploring her options to have the device removed. She was re-directed to her physician. Follow-up information from the patient noted that she visited with her physician and was waiting for a call back. She was still having problems with her device system. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B)(4)